Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged over delivery anomaly, cosmetic damage (damaged battery compartment), and low bgs found on 12/13/2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Test p-cap and reservoir locked properly into reservoir compartment during testing. No over delivery anomalies noted during testing. Device successfully downloaded to thus and carelink. Confirmed normal bolus were delivered: 0.20u on 12/27/2021 at 05:43:33,10.4u on 12/27/2021 at 07:47:44, 10.8u on 12/27/2021 at 13:17:22, 7.50u on 12/27/2021 at 17:53:32. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked battery tube threads and cracked case on battery tube. In summary, insulin pump passed required testing, thus no confirmed device issues. Unable to confirm alleged low bg's. Customer allegation for cosmetic damage (damaged battery compartment) was confirmed during visual inspection where cracked battery tube threads and cracked case on battery tube was noted. Customer allegation for over delivery was not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose levels. Customer's blood glucose level at the time of incident was 43 mg/dl. Customer alleged that the insulin pump was over delivering insulin because customer had been having a lot of sensor issues. Customer had been using the insulin pump system within 48 hours of reported event. Auto mode feature was activated at the time of low blood glucose event. Customer was assisted with troubleshooting. Insulin pump had cracked at the top of battery compartment and to clip rails and down. The insulin pump will be returned for analysis.